Event description:
Sales consultant reported during a le fort osteotomy, a screw head broke off of a cortex screw .the surgeon left the shaft in the patient to keep the bone intact. The screw head broke off while the surgeon was inserting the screw. He also stated that the broken part of the screw remained in the head of the driver. There was no patient injury. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.